Event description:
It was reported that there was a potential for thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The manufacturing date of the reported device is not known. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: light source remains on after removing safelight adapter probable root cause: poor light cable alignment in jaw, reed switch assembly malfunction, moisture ingress, intermittent electrical component contact in safelight circuit magnet missing from safelight adapter use error the reported failure mode will be monitored for future reoccurrence. Note: the investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: light cable stayed on after being unplugged from scope the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a light source issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a potential for thermal event.